Event description:
Prior to (B)(6), 2009, system wide the groshong peripherally inserted central catheter -PICC- was inserted. After (B)(6), 2009, a switch to the power PICC solo was done and over the next six months, experienced a high occlusion rate. At that time, were using alaris negative displacement cap, which with an open-ended catheter -power PICC solo- relied on the clinician's ability to properly implement a flush/clamp technique. Therefore, felt at least one half of the occlusions were due to the cap being used. Prior to (B)(6), 2009, with the groshong catheter, average occlusion rate was 5.8 occlusions per month. After switching to the power PICC solo, average occlusion rate increased to 29.4 occlusions per month or a 48.9% increase.